Event description:
The customer alleges that the tip of the epidural catheter broke off, in the patient, during removal. The tip of the catheter was identified on radiologiycal exam. No medical intervention was required and the neurological staff decided not to remove the tip at this point and will continue to monitor and observe the patient. No patient injuries reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection could not be performed as no sample was returned by the customer for investigation. A device history record review was performed on the epidural catheter with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without the complaint sample. Complaint verification testing could not be performed as no sample was provided by the customer for investigation. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of epidural catheter separation could not be determined based upon the information provided and without a sample.